Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call for high blood glucose. Blood glucose was 400 mg/dl. Customer treated high blood glucose with a syringe. Customer decline troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.